Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver was unable to communicate with the global communication tool as the "call tech support error err121" was observed on the screen of the receiver. Additionally, the receiver logs were unable to be downloaded and pictures were taken of the screen. The customer complaint of loss of connection was not confirmed. The root cause could not be determined.